Event description:
Report received from an abbott international affiliate of a tubing separation. It was reported that during priming of the primary IV set with an unspecified IV solution, the tubing separated at the distal y-clave. There was no patient involvement. Though requested, no additional information was provided.